Event description:
It was reported that the patient received an inappropriate shock. A patient alert triggered for high impedance on the high voltage (defib) section of the lead. The lead initially measured low defib impedance during therapy attempts and then high defib impedance afterwards. It was thought that the high voltage section of the lead had a short. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.